Manufacturer narrative:
Preliminary analysis of the returned device did not reveal any anomaly on the subject pacemaker.

Event description:
Reportedly, the subject pacemaker could not be interrogated. It was replaced and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated. It was replaced and will be returned for analysis.

Event description:
Reportedly, the subject pacemaker could not be interrogated. It was replaced and will be returned for analysis.